Event description:
It was reported that a pt underwent an unk surgical procedure on (B) (6) 2010. A fragment of needle was found in the subcutaneous layer of the wound while closing the incision. On further inspection, it was found that the tip of the needle had broken off and was left in the pt. This was discovered before the final layer of closure and was removed. There was no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.